Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of high blood glucose; customer had nausea, thirst and stomach pain. Customer was hospitalized due to diabetic ketoacidosis and chest pain. Customer was hospitalized for two days and was wearing insulin pump at the time of hospitalization. During troubleshooting customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues. Customer reported that settings were correct. Customer was advised to call back when in receipt of tubing clamp in order to perform high pressure test